Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen turned off when the customer was attempting to press the "deliver" button during a bolus. Customer turned the touchscreen back on and was able to successfully press "deliver" and complete the bolus delivery. Troubleshooting with tandem technical support was performed. The pump was functioning as intended. Customer's blood glucose level was not impacted.